Manufacturer narrative:
Weight and ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a mechanical failure. The incision was enlarged to remove the lens in whole, however, sutures and a vitrectomy were not required. There was no patient injury. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 12, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the suspect lens was received wrapped in medical gauze. Visual inspection under magnification revealed that the lens was coated in blood. The lens was cleaned and further inspected under magnification, and no issues were identified. No issues that could cause or contribute to the complaint issues were observed. The complaint issues were not confirmed; therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review, it was noted that the supplemental MDR inadvertently did not include h6: medical device problem code: 2993 no reported device problem. Therefore, it is updated in this MDR. H6:medical device problem code: 1384 - mechanical problem was no longer applicable. The following section has been updated accordingly: h6: medical device problem code: 2993 no reported device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information was provided that the mechanical failure of implant was due to visual symptoms. The patient reported constant blurred vision at distance and near and constant halos affecting driving. Another johnson & johnson lens, model zcu225 10.5 diopter was successfully implanted as a replacement. The patient was stable post-operatively. The date of event was provided. No other information was provided. The following sections have been updated accordingly: section b3: date of event: (B)(6) 2022. Section h6: health effect - clinical code: 2227 halo. Section h6: health effect - clinical code: 2137 blurry. The code provided in the initial report 1845 - eye injury is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.